Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer reports that this device works normally at the beginning and shortly afterwards no more staples come out.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73c2000141 was manufactured on 03/10/2020 a total of (B)(4) pieces. Lot was released on 03/25/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the sample revealed that the staples appeared to be properly aligned. The trigger was returned partially engaged. The stapler was received with 34 staples remaining indicating that at least 1 staple was fired by the end user. In order to functionally inspect the sample, an attempt to complete the trigger cycle was made by engaging the trigger using hand pressure. While completing the trigger cycle, the first staple properly formed but did not release. The next 4 attempts had the same result. The device was disassembled for further inspection. Upon disassembly, the sample anvil was replaced with a lab inventory anvil and the device was reassembled. The next 5 staples properly formed and fired from the device. The sample anvil was then placed into a lab inventory stapler and 3 staples successfully formed and released. The sample anvil was finally placed back into the sample stapler and the next 3 staples formed and released as well. The remaining staples in the returned sample were fired into a skin pad to simulate insertion into the skin. All 21 remaining staples were able to properly fire into the skin pad. No defects or anomalies w ere observed with the components. It could not be determined what caused the first 5 staples to not release from the device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. Although the first 5 staples were not able to properly release, all remaining staples were able to successfully fire. The sample anvil was replaced with a lab inventory anvil and the sample anvil was also tested in a lab inventory stapler. No defects were observed with the sample anvil or any of the stapler components. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Upon functional inspection, the first 5 staples were not able to properly release. The sample anvil was replaced with a lab inventory anvil and the sample anvil was also tested in a lab inventory stapler. No defects were observed with the sample anvil or any of the stapler components. All remaining staples were able to successfully fire from the returned device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend on this issue.

Event description:
The customer reports that this device works normally at the beginning and shortly afterwards no more staples come out.